Manufacturer narrative:
Approximately 2.5 cm of catheter was returned. The returned catheter met the requirements for patency and leak testing. There was debris observed on the exterior of the catheter. One end of the catheter was noticed to be broken/jagged. It is not known how or when this damage occurred. The IFU that accompanies the product cautions that, ¿handling or the use of instruments when implanting these products may result in the cutting, slitting, crushing, or breaking of components. Use of sharp instruments while handling these devices can nick or cut the silicone elastomer¿¿ it also cautions that, ¿care must be taken to avoid stretching or kinking the catheters at any point along their course or damaging the tubing¿¿ catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the catheter had not been withdrawn through the tuohy needle to adjust its position. It was stated that catheter was handled normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the insertion of the lumbar catheter during the procedure and withdrawal of the insertion needle, the catheter was noted to be broken. This was noticed when the catheter was attempted to be induced towards the abdominal cavity side. A portion of the catheter remained in the patient. The procedure was delayed and the catheter was replaced. The lumbar puncture was performed again in a lower level of the patient¿s vertebrae and the implantation of the valve could be completed with no issue. The patient was in stable condition one day post-operatively.